Manufacturer narrative:
Submit date: 2017-july-10. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on 2017/june/20 that a customer had an issue with a dialysis catheter. The customer states while implanting the catheter there was insufficient blood flow. After checking the position they chose to remove the catheter.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One photo was provided by the customer. Visual evaluation of this photo was performed. The picture showed a maxid catheter inside a plastic bag. The catheter rested on a table and did not show any visual issues in this photo. One used maxid catheter was received for analysis and investigation. The sample came inside of a plastic bag and showed signs of use (remains of blood in the cuff). Visual inspection was performed and the catheter did not reveal any other problem. In order to confirm the reported condition, a new guide wire from lab stock was used. The guide wire easily passed through both extensions and did not present any issues. The sample was flushed in both lumens and water easily passed through them. Finally, the catheter was cut longitudinally and no occlusion was observed on the inside part of the lumens. An ishikawa diagram was used to determine the potential causes for this event. According to procedure manufacturing performs 100% leak and occlusion testing in order to confirm if any material obstructs the tubing or if the slots were blocked. Based on the evaluation of the photo and sample the catheter did not reveal any problem related to the reported condition. It is possible that there is a patient related condition that may explain the reported condition. The reported condition has not been confirmed. Based on the available information, it can be concluded that product was manufactured according to specifications and the most probable root cause can be considered as a customer perception or patient condition. No triggers or trends were identified. No further actions are required. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% visual inspection, and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states while implanting the catheter there was insufficient blood flow. After checking the position they chose to remove the catheter.